Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 4- lumen catheter which showed evidence of use and dried blood in the medial 2 and proximal lumens but no defects or anomalies. All four lumens were tested for blockage by injecting water with a 10 ml syringe. The medial 2 lumen was found to be completely occluded and a partial occlusion was observed in the proximal lumen. After the biological material was removed from the extension line, normal flow was observed. A review of manufacturing records was performed based on sales history with no relevant findings. The provided instructions direct the user to flush each lumen prior to use and states that indwelling catheters should be routinely inspected for desired flow rat and catheter patency is maintained per hospital protocol. No blockage was reported prior to insertion and since the blockage was determined to be dried blood / biological material, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the patient's room, the m.d. Found that the blue lumen of the catheter was blocked. Two days later, the white lumen was also found blocked. As a result, the catheter was removed and replaced with a new one. The user was not sure how long the catheter had been used prior to the occurrence as the event happened months ago. There was no reported delay, death, or complications to the patient as a result of this occurrence.